Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are capsular contracture, baker grade IV, deflation, and patient concern with the product.

Event description:
Health professional reported left side deflation, capsular contracture, baker grade IV, and patient concern with the product. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture, deflation and anxiety-product/procedure was reviewed on 05-jun-20. Visual analysis of the photographs identified appears to be opening in the radius side (labeled side).device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4): covid-19 quality plan - complaint handling.